Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. Follow up with the patient revealed that his supplies were fine, however, he discarded the supplies and started over with new ones. There was no patient injury or medical intervention associated with this event. A batch review was not performed due to unknown lot number. The root cause is that the patient did not connect the patient line to the transfer set before beginning therapy. A label review is adequate labeling for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter?s global technical service center to report a system error (se) 2240 (indicating air) on the homechoice (hc) device during the initial drain. The technical service representative (tsr) explained the message to the homepatient (hp). The patient line did not become inadvertently separated from the transfer set. The tsr informed the hp to discard the supplies and start over again using new supplies.

Event description:
It was reported that on more than one occasion during an interventional procedure in a heavily calcified coronary artery lesion, the stent did not stay fully expanded after deployment, had poor apposition, and there was vessel recoil. A post-dilatation balloon was fully inflated but after balloon removal, the stent still did not stay fully open. Therefore, a second stent was implanted inside and overlapping the first stent. After the second stent was implanted slight recoil remained but the vessel lumen was adequate and no further treatment was done. There was no adverse patient sequela. The physician expressed a concern for future research and development of a stent design with stronger radial strength for use in heavily calcified lesions. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be submitted.